Event description:
The customer reported to olympus that the windshield wiper of the videoscope was not working right during preparation for use. The intended procedure was completed using a similar device. There was no procedure delay reported. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, a clogged nozzle was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The facility cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, and there were no abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation and the customer¿s reported allegation was confirmed. The device evaluation found the following non-reportable issues: low angulation, the up/down control knobs movement was loose, the distal end plastic cover had deep dents, the plastic distal end cover of the insertion tube had a crack, and the insertion tube had minor snakiness. Based on the results of the investigation, we could not specify the cause of the material remained from obtained information. It was unknown whether there was deviation from IFU in the reprocessing steps for the area the foreign material remained. No physical damage of the device was confirmed at where the foreign material was remained. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿the IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection the IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance of this device.